Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that, during the proximal femoral nail antirotation (pfna) operation, the pfna blade in question could not be inserted because of interference with the nail. The surgeon had confirmed there were no loose parts in the device and no loose connections between the devices in a pre-surgical check. It was reported that the blade broke during the procedure. The surgeon used a new blade to complete the procedure. There was a 30 minute surgical delay, but no reported patient harm. This report is for one unknown pfna nail. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: the patient identifying information is unknown. This report is for an unknown proximal femoral nail antirotation (pfna) nail. The device was not implanted or explanted. Device not yet received by manufacturer for review/investigation. Device is not distributed in the united states, but is similar to a device marketed in the USA. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.